Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this annuloplasty ring, the repair was not optimal and the physician replaced the ring with a bioprosthetic valve. No additional adverse patient effects were reported.